Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of jucqx039 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (jucqx039) have been reported from the same facility.

Event description:
It was reported that the IV was started by the ER in the left ac. The IV was tested by hand by the CT tech with 10 cc of saline followed by 30 cc @ 5 cc/sec with the contrast injector with no issues. During the first attempt of contrast injection the IV "fell apart." The CT tech reconnected the IV and test flushed with the injector again with no issues. The IV infiltrated approx. 50 cc of contrast in the patient's left forearm. A new IV was placed in the patient's right arm for the third attempt, the CT tech test flushed with injector with no issues and the exam was successful. No patient injury was reported.